Event description:
Clinical information: (B)(4) sh device registry, patient site ID: (B)(6) (r964237201). It was reported that on (B)(6) 2025, a 27mm epic plus mitral valve was implanted in the patient. A bleeding had occurred in the first few hours after the surgery. No active bleeding source was identified. A blood transfusion was administrated.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
There was no reported device malfunction associated with the epic plus. An event for patient effects of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, a cause for the reported heart block could not be determined. It is possible due to patient/procedural conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and depth of implant of the device. The reported unexpected medical intervention and surgical intervention were result of case-specific circumstances; as blood transfusion and permanent pacemaker was implanted for heart block.